Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial. Visual inspection found haptic torn. Claim# : (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.0/+2.5/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020, the lens was exchanged with a same size and model, different sphere and axis lens due to the patient was dissatisfied with the postoperative visual acuity. The problem is resolved. The cause of the event is reported as a patient-related factor.